Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010, the patient presented with back and leg pain. Evaluation indicated spinal stenosis at l3-l4 due to overgrown facet joint and ligamentum flavum hypertrophy, and at l2-3 and l1-2, secondary to what appeared to be a large discherniation in the left lateral gutter. Patient failed conservative treatment. The patient was diagnosed with adjacent level degeneration, lumbar spinal stenosis, and l2-3 disc herniation. The patient underwent bilateral l2-3, l3-4 laminotomies, foraminotomies, medial facetectomies, left l2-3 discectomy, hardware removal l4-5, posterior fusion t11-l4 and posterior instrumentation t11-l5. Local bone, ceramic granules, and rhbmp-2/acs were used. Per the operative notes, ¿this case was a 22 modifier and was particularly difficult because of the patient¿s multiple previous surgeries with substantial scar making exposure difficult and prolonged with substantial blood loss. The patient also had significant bleeding and difficult anatomy throughout the exposure and instrumentation. The case was further difficult based on the patient¿s age and bone quality.¿ additionally per the operative notes, ¿there was bone overgrowth over the l4-5 level which was taken down with some difficulty.¿ the patient¿s post-operative period was reportedly marked by severe, painful, and debilitating complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant ectopic bone formation.